Event description:
Approximately 3 weeks post procedure the pt experienced shortness of breath and went to emergency room. A bilateral pulmonary emolism was detected along with a dvt in the treated limb. The pt was hospitalized. No info on the anti-coagulation therapy at this time.